Event description:
It was reported that during a lap cholecystectomy procedure, tried closing the clips and one of the jaws seemed to have come out of alignment. Clips were then not formed, and therefore cystic duct was not occluded. There were no adverse consequences to the patient.